Event description:
The customer reported a tubing separated and leaked when spiking a new secondary bag while the tubing was connected to the patient. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The photo provided by the customer shows separation from the tubing from the drip chamber outlet port. Fluid was also observed to be leaking from the separation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a tubing separated and leaked when spiking a new secondary bag while the tubing was connected to the patient. There was no patient harm.